Event description:
I have had three breast augmentations all with ideal implants and all three sets of implants failed. Either one implant or both failed between six months to two/three years after implantation. Reference reports: mw5156284, mw5156286, mw5156287, mw5156288, mw5156289.